Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer switched off suddenly. It was indicated that the power supply was out of specification. The programmer was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer switched off suddenly. The programmer was returned for service. There was no patient involvement.